Event description:
It was reported that a user experienced low blood glucose while using the ilet system with a libre 3+ sensor, with a nadir of 59 mg/dl followed by overtreatment with juice that led to a peak of 201 mg/dl and a subsequent pump pause/disconnection after the insulin reservoir was depleted. Symptoms included hypoglycemia, hyperglycemia, sweating, and shaking. Outcomes included successful recovery of glucose after oral carbohydrate and user-directed reconnection and supply change, with no hospitalization. Investigation included user interview, review of use patterns, education on hypoglycemia treatment, and guidance to consult a healthcare professional regarding potential target setting adjustments for overnight lows. Investigation of this case revealed user-related factors, including habitual nocturnal glucose declines unrelated to device malfunction, overtreatment of lows, and pump pausing when trending low, which can impact the algorithm¿s learning and glycemic stability; no device component failure or malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia and algorithm disruption due to overtreatment and pump pausing.